Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. The reported issue was not duplicated during functional testing. The downstream occlusion sensor seal was removed and it was found that the sensor was contaminated. The investigation determined that a drifting downstream occlusion sensor was the cause of the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump exhibited reattach cassette. No adverse effects were reported.